Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt stopped using the device and had telemetry issues. A month later the device was reported over-discharged and after multiple trickle charge attempts was unable to pick up any kind of charge. The battery in the device was replaced (B)(6) 2011 and the pt is doing fine thereafter.